Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the 90% stenosed right iliac artery. The 7x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion and inflated to nominal pressure but the balloon ruptured at 5 atmospheres. A7x60 mm armada 35 was used to continue the procedure and a non-abbott stent graft was deployed. Another 10x40 mm armada 35 was used to post-dilate and complete the procedure. There were no adverse patient effects. No additional information was provided.